Manufacturer narrative:
Insulin pump was unable to vibrate during self-test due to broken vibrator black wire. Insulin pump passed idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test and rewind. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a vibrate anomaly. Customer states insulin pump does not vibrate when alarm is received. Customer's blood glucose was unknown. During troubleshooting, customer states that pump did not vibrate at the first vibrate test. Customer was advised that insulin pump would need to be replaced.